Manufacturer narrative:
The generator was returned for service and repair. It was found that the unit failed rf leakage during functional testing. The unit was debugged and the root cause was identified to be the pcba. The pcba was replaced and the unit functioned as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
The generator was returned for preventative maintenance (pm).